Manufacturer narrative:
(B)(4). It is indicated that the complaint device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. In addition, 20 unused, sterile balance middle-weight guide wires with the same part and lot number (1001780js / 4100371) as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. The unused returned devices did not show any indication of deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that there was resistance with the balance middle-weight guide wire during advancement and removal of the 2.5x20 trek balloon from the non-tortuous, non-calcified right coronary artery. The case was completed and there were no adverse patient effects. No clinically significant delay in the procedure. No additional information was provided.